Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Further info from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿

Event description:
Pt reported an alleged ¿port leak.¿ the pt stated the alleged ¿port leak¿ was discovered when the pt went to the surgeon for a fill and the surgeon noted that the device was ¿losing fluid.¿ a barium swallow and fluoroscopy was performed. At explant, the surgeon found a ¿crack in tubing distal to the port.¿ the port was explanted and replaced.